Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a short battery life, requiring replacement every 2¿3 days, and received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that there was no loose, cracked, or damaged battery cap. It was the second occurrence of the replace battery alert, replace battery now alarm, or off no power with a low battery warning. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 150 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 150 pounds which is updated in section a4. The pump passed the self test. However, the pump had a high active current measurement and sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high active current measurement and sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 04/04/2025 17:49:00.000 04/05/2025 16:47:00.000 04/06/2025 19:26:00.000 04/07/2025 21:38:00.000 04/09/2025 00:06:00.000 04/10/2025 01:58:00.000 insert battery alarm was found on: 04/04/2025 00:54:36.000 04/05/2025 00:00:04.000 04/06/2025 02:29:54.000 04/07/2025 04:59:18.000, 04/07/2025 04:59:39.000 04/07/2025 04:59:52.000, 04/07/2025 05:00:01.000 04/08/2025 07:23:03.000 04/09/2025 09:47:25.000 04/10/2025 11:34:18.000 04/10/2025 15:54:34.000 replace battery alert was found on: 04/04/2025 00:46:00.000 04/06/2025 02:18:00.000, 04/06/2025 02:28:00.000 04/07/2025 04:57:00.000 04/08/2025 07:09:00.000 04/09/2025 09:37:00.000 04/10/2025 11:29:00.000 failed battery alert/battery failed alarm was found on: 04/07/2025 04:59:52.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 15-apr-2025 at 22:23:57.000. There was no power data available for the dates of 4-apr-2025 to 10-apr-2025. Unable to check power data for low battery alert, replace battery alert and failed battery alert/battery failed alarm. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 04/10/2025 01:58:00 faster than expected at 0.67 days. Battery cycle 2 received the lowbatteryalert (104) on 04/09/2025 00:06:00 faster than expected at 0.7 days. Battery cycle 3 received the lowbatteryalert (104) on 04/07/2025 21:38:00 faster than expected at 0.69 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days and charge/battery lasts less than expected per the pump history records. In further review of the formatted history file 1 week prior to the event date of 10-apr-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 04/09/2025 09:34:00.000 04/09/2025 09:44:00.000 lostsensor2alert (781) was found on: 04/09/2025 10:00:00.000 sensorexpiredalert (794) was found on: 04/09/2025 06:52:54.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Unexpected battery power loss, charge/battery lasts less than expected and a high active current measurement and sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed the required testing except active current measurement and sleep current measurement. Unexpected battery power loss, charge/battery lasts less than expected and a high active current measurement and sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.